Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user of the ilet bionic pancreas experienced hypoglycemia, with the lowest recorded blood glucose of 53 mg/dl and approximately 30 minutes below 70 mg/dl, while living in an assisted living setting and using a freestyle libre 3+ sensor that showed inconsistent readings. The user reportedly did not consistently hear alerts, and onsite staff were reluctant to assist with device management, prompting troubleshooting and education with the caregiver. Customer care provided support that included review of device data and call logs and provision of troubleshooting and user education. Investigation of this case revealed inconsistent cgm data that could have led to correction dosing, though a definitive cause for the hypoglycemia was not identified. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included resolution of the low without reported medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.